Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. All the buttons functioned properly. Unable to inspect keypad traces. Unit had minor scratched lcd window, cracked belt clip slot at battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was hospitalized around (B)(6) 2014 due to a low blood glucose level. His blood glucose level was below 70 mg/dl. When the customer bolused before eating or exercising, his blood glucose level dropped. The customer was hospitalized a total of three to four times. In one instance the customer was at a restaurant and passed out at the table. The insulin pump had a keypad anomaly. The buttons on the insulin pump sometimes did not respond when pressed. He was trying to bolus for a meal but he was unable to. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.